Event description:
At the beginning of a transoral incisionless fundoplication (tif) procedure, it became difficult to advance the device past the back of the mouth/throat. Blood was evident and it was decided to remove the device from the patient. When the device was removed, it was discovered that the helix was not locked per the instructions for use and it had lacerated the patients tongue. The procedure was aborted and an ears, nose, throat surgeon was called and 3 stitches were placed in the back of the patients tongue. The patient's tongue has since healed and a successful tif was performed on the patient.

Manufacturer narrative:
Device evaluated my manufacturer: no. Allegation of product malfunction and the device was disposed of per the hospital's standard operating procedure and is not available for evaluation.